Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noise and loss of capture on the right ventricular (rv) channel. The field suspected the rv lead was fractured so the crt-p was reprogrammed and now undersensing is being observed. Boston scientific technical services provided troubleshooting options and sensing optimization suggestions, and the crt-p remains in service. No lead model/serial information in known by the field at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.